Event description:
It was reported that the precise nail was not lengthening, the patient was revised with a new precise nail. The patient may have been contraindicated for the nail diameter, and may not have been placing the erc correctly on the affected limb.